Event description:
Customer reported receiving an imprecise reading from her precision xtra blood glucose monitor. Customer rec'd a reading of 320 mg/dl compared to a lab reading of 140 mg/dl within 10 mins. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). The customer's device has been requested for investigation and a f/u report will be submitted once results are available.